Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was visually inspected and noticed a hole on film of cassette, the hole is located on the right. The hole was microscopically examined and a pin hole was found in the membrane. No other issues were observed. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported during drain 2 the draining speed slowed and the cycler alarmed for a drain complication. The alarm could not be cleared. Treatment was discontinued. When the cycler door was opened fluid was leaking. The source of the leak was not readily apparent. The patient was advised to contact their pd nurse. The set was made available for evaluation. During follow up the pd nurse reported the patient's effluent remained clear. There were no complications. No antibiotics were prescribed.